Event description:
A customer reported to bsc that a female patient (age unknown) underwent an ercp in 2006. It was reported that during the "cut of the papilla the wire of the sphincterotome got damaged and went out of the catheter." The procedure was completed with another ultratome xl. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
The customer's complaint was confirmed. The cutting wire was visually seen to be broken. The continuity of the cutting wire was measured using a calibrated multimeter, and it was able to conduct current, indicating proper connectivity between the 2-in-1 connector and the exposed cutting wire section up to the break. A visual evaluation found the working length of the device had one twist in it. The broken section of the cutting wire was viewed with a 10x microscope. Burn marks were seen on both ends of the broken section. Both ends were found to be sheared flush. There is not sufficient data to determine the cause of the electrically - induced wire breakage.